Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used reservoir showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump returned several no delivery alarms earlier in the day of the call. Customer reported that this alarm occurred during manual priming and was returned earlier that week also. Customer reported being able to clear the alarm by performing a complete set change. Blood glucose level was 178 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.